Manufacturer narrative:
According to the event description the root cause for the occurred event is that the patient was hit by a forklift. Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
The patient is a truck driver in the warehouse and was hit by a forklift when unloading the load. He fractured two ribs and ambulant care was necessary. Joint beeps. After connecting app everything was red and the text was in english. According to the physician the malfunction of the joint is the result of the accident.